Event description:
The account alleged that they just received this bed and none of the functions are working.

Manufacturer narrative:
The technician has replaced the left and right siderail ucm boards and cables and has also replaced the power control module, but the issue continues. Repairs have not been completed.